Manufacturer narrative:
An event of asystole after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Information from the field indicated that the patient did not have a past history of conduction disturbances, there was no calcification extending beneath the aortic plane, and the final implant depth of the valve was 3mm. Based on all available information, a cause for the reported asystole could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted in a patient with a large flexnav delivery system and a large navitor loading system. The final implant depth of the valve was 3mm and it was reported there was no calcification extending beneath the aortic annular plane in the interventricular septum. It was later reported the patient had asystole four days post-procedure on (B)(6) 2023. A decision was made to implant a permanent pacemaker. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.